Manufacturer narrative:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a balloon rupture. At this time, it is unknown if the customer has requested getinge to evaluate the iabp. Additional information requested from the fse with regard to the repair and status of the iabp were performed with no response. Therefore, we are closing this record with no further action. If additional information is received, the record will be reopened and addressed accordingly.

Event description:
N/a.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a balloon rupture.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitations the complete (site name) - (B)(6).